Event description:
On 3 months postop x-rays (in 2003), it can be seen that the two metallic components of the implant are completely dismantled. A revision surgery was performed in order to remove the implant. The surgeon replaced the dismantled kalix by another kalix one size bigger.